Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off and returned. During functional testing on gen11an alert screen was displayed. The device will stop activating when the blade becomes damaged. The blade was inspected and a break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure, an error was displayed in about 1 hour. The error message was unknown. The blade tip was not broken off during operation and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the blade was broken off.